Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an unknown cause. Multiple contact attempts were made to obtain additional information regarding the issue; however, the customer did not respond.